Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during implant of the implantable pulse generator (ipg) there was lack of pacing. It was thought that the device had been placed in the pocket at the time. The physician chose to use another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.